Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of retrieving the broken pull wire from the lungs.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 - pediatric - biopsy forceps was used in the pleural space during a biopsy procedure on (B)(6), 2023. During the procedure, the pull wire broke, and a fragment fell into the patient's pleural space. The fragment was successfully retrieved, and a CT chest scan showed no issues. Another radial jaw was used to complete the procedure. There were no known patient complications as a result of this event.